Event description:
It was reported that the patient heard the critical alarm. Interrogation with the physician programmer confirmed a motor stall occurred on (B)(6) 2012. The motor stall could not be cleared by reprogramming. The patient was sent to a clinic for a replacement by the attending physician. The patient did not have any withdrawal symptoms from date of this report. The patient outcome was reported to be 'ok'. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found pump/motor/gear train anomaly/corrosion.